Event description:
The flexible band that prevents the tube from moving in the flange of a bivonna adjustable flange trach tub broke and the pt. Went into respirtory arrest. Pt. Was intubated, transferred to ICU, and had a trach revision performed in 2004.